Manufacturer narrative:
(B)(4). Visual and scanning electron microscopy (sem) inspection/analysis were performed on the returned device. The reported separation was confirmed. The reported rupture could not be replicated in a testing environment due to the condition of the returned device. The reported entrapment of device and physical resistance could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other incidents reported for this lot. It should be noted that the traveler rx, coronary dilatation catheters instructions for use states: the balloon pressure should not exceed the rated burst pressure (rbp). In this case, it is likely that the combination of the above rbp inflation deviation and the mildly tortuous, heavily calcified and 100% stenosed lesion resulted in the reported balloon rupture. The investigation determined the reported separation, entrapment of the device and physical resistance appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) concentric lesion in the mildly tortuous, heavily calcified, 100% stenosed, proximal to distal right coronary artery (rca). A 3.0 x 12 mm traveler rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced to the lesion, met resistance, was positioned in the distal end of the cto lesion and was inflated a couple of times. The bdc was then pulled back into the proximal end of the lesion and upon the first inflation to 18 atmospheres the balloon ruptured. An unsuccessful attempt was made to remove the bdc from the anatomy as the balloon was stuck in the cto lesion. The hub of the bdc was cut off and a non-abbott guide catheter extension was advanced over the bdc to the lesion. An unsuccessful attempt was made to pull the ruptured balloon of the bdc into the guide catheter extension. Another unspecified bdc was then advanced to the lesion and inflated in an unsuccessful attempt to free the stuck balloon from the lesion. An unspecified snare device was then advanced, snared the bdc, and while attempting to pull the bdc out of the anatomy. The distal half of the balloon, along with a portion of the distal shaft and the tip separated from the rest of the shaft. The distal half of the balloon, along with a portion of the distal shaft and the tip remain in the anatomy. As the lesion was a cto lesion and the patient was in a stable condition, the physician decided that they would take a wait-and-see attitude and the patient was discharged from the hospital. No additional information was provided.